Manufacturer narrative:
(B)(4). Batch #t5an3l. Investigation summary: the analysis results showed that two gst60d reloads were received fully fired, with the pan detached from the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the reload fired without a problem. But when it was removed from the gun after use, the metal underneath came away from the gold plastic part of the reload. This was all removed and a new reload inserted. This happened with the two gold reloads, but not with the subsequent blue reloads that were used. A new reload was inserted into the gun and the procedure continued as normal. There was on patient consequence and no change in post-op care.